Event description:
It was reported that the ilet bionic pancreas delivered no insulin due to repeated occlusion alerts associated with the infusion set (contact detach), with glucose readings reported as ¿high¿ on sensor and fingerstick of 371 mg/dl and later 434 mg/dl; delivery resumed only after supply and site change, with education provided on rotating insertion sites to avoid scar tissue. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. Customer care provided support that included communication with caregivers and provide recommendations to bring the blood glucose down. Investigation of this case revealed an obstruction of flow consistent with a device component problem involving the connector/coupler, with evidence suggesting a deformation problem that prevented insulin delivery until the set was replaced and primed. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.